Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 03/3/2015.

Event description:
Per pfs, outcome attributed to device: pain, erosion, infection, urinary problems, recurrence and sling entered/exited urethra, but corresponding medical records are not available to substantiate this per pfs, on (B)(6) 2007, patient had undergone urethral dilatation, hydraulic bladder distension and cystourethroscopy for urethral stricture, obstructive lower urinary tract symptoms, incomplete bladder emptying, enterocele and mixed urinary incontinence, but medical records are not available to substantiate this first mesh revision surgery: per pfs, "on (B)(6) 2008, patient had undergone removal of eroded mesh with urethrolysis, suprapubic tube placement and urethroplasty for eroded sling into urethra and sui, but medical records are not available to substantiate this.

Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add'l info from the importer report: add'l info has been requested, but not rec'd. Associated MDR: 1018233-2013-00327.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced stress urinary incontinence, erosion, urine flow obstruction, pain, abdominal pain, scar tissue, loss of urinary control, pelvic pain, leakage, urine leaking into vagina, acute cystitis, escherichia coli infection (bacterial infection), pseudomonas, vaginal pain, fistula, weight loss, bladder defect, sepsis, hernia, infection, urinary tract infections, depression, chest pain, unspecified urethral damage, sleep disturbances, loss of appetite, loss of energy, adhesions, constipation, cystocele/enterocele (prolapse), diabetes, dyspareunia, vaginal/bladder infections, uterine prolapse, vaginal vault prolapse, anxiety, nausea. After the original procedure, additional potentially related procedures were performed, including nonsurgical and additional surgical interventions.